Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the reported problem but could verify the system errors in the logs. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was verified and ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and the error was confirmed and reproduced. On startup, the unit displayed c-34 error. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, an erbe error c-34 occurred when the customer was attempting to use a monopolar curved scissors (mcs) instrument. The customer power cycled the erbe with no change. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs which confirmed multiple c-34 errors indicating hf voltage problem. The customer confirmed no computed tomography (CT) scanners or other electrosurgical generator unit (esu) were in use. The tse recommended locating a force triad backup generator. The customer located the activation cable to connect the generator and was going to locate a force triad generator. The customer was continuing the procedure as planned and would call back if they needed assistance connecting the backup generator. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure performed by the surgeon was hysterectomy. The da vinci-assisted surgical procedure was performed on (B)(6) 2024 at 11:30 pm. Ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system without errors. The procedure was completed by converting to a different electrocautery generator. There was no injury to the patient. The procedure completed robotically by exchanging out the generator was to a backup generator. A new erbe was installed later that day by intuitive. Patient demographics was not provided.